Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported low blood glucose (bg) levels. The patient indicated that on an unspecified date/time the pump was exposed to an airport x-ray screener. According to the patient, the airport security put the pump through the x-ray scanner, although she told them not to do so. She also mentioned that the airport security did not accept the letter that anm provides via the website. Ever since the pump was exposed to the x-ray, the patient claimed that she had 19 plus bg readings of "50 mg/dl" and lower. She reportedly treated the low bg episodes with extra carb's and by turning down her basal rates. The patient denied that she boluses via the pump. At the time of contact with anm, the patient stated that her bg's were in the "90's". She was going to remove the pump and contact her health care provider (hcp) for a backup plan. The patient did not report having the need to seek or receive medical treatment because of the alleged x-ray exposure issue of the pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she suffered low bg levels suggestive of severe hypoglycemia after the pump was exposed to an x-ray. However, at this time, it is unclear if a pump malfunction actually contributed to the patient's injury. Also, the patient apparently continued to use the pump although she knew the pump was exposed to the x-ray.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history did not reveal any activity outside normal use. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. Daily insulin delivery totals were reviewed and correctly reflected the programmed basal rates. On testing, a load, rewind and prime sequence was performed without issues. The pump was exercised for 24 hours on a 1 unit per hour basal program with no resultant alarms of warnings occurring. The pump was also tested on a 29 hour flow accuracy test and was found to be delivering within specifications. A force sensor calibration test was performed and revealed the force sensor to be out of calibration.